Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis featuring c3® deployment system instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis featuring c3® deployment system. On (B)(6) 2019, the patient was admitted to the hospital with back pain and was diagnosed with a type ii endoleak on follow up evaluation. On (B)(6) 2019, the patient underwent percutaneous transabdominal aortic endoleak embolization. The endoleak was resolved. The patient was discharged to home on (B)(6) 2019.